Manufacturer narrative:
Additional patient¿s identifier: (B)(6). This report is for two (2) unknown 2.7mm variable angle (va) locking screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Part of the screws remained in the patient¿s bone; devices are not considered explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2018 for removal of hardware and bone grafting of talus due to delayed healing and nonunion. The initial surgery was done (B)(6) 2017 for an open reduction internal fixation (orif) of a severely comminuted talus. When removing hardware two of the four 2.7mm variable angle (va) locking screws broke along the shaft and remain in the bone. The heads were removed. Upon removal of hardware it was determined that the patient would need a fusion instead. The patient will have to return to surgery at a later date for this. The surgery was successfully completed with no delay. The patient outcome was reported as okay. This report addresses the two broken screws during the revision surgery. Revision surgery due to non-union and delayed union has been captured under linked complaint (B)(4). Concomitant devices reported: 2.4/2.7mm va-lcp l-fusion pl long/left (part # 02.211.261, lot # unknown, qty #1), unk - screws: locking (part # unknown, lot # unknown, qty # 2), unk - screws: cortex (part # unknown, lot # unknown, qty # 1). This report is for two (2) unknown 2.7mm variable angle (va) locking screws. This is report 1 of 1 for complaint (B)(4).